Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report 400490835 the device has been requested to send it for investigation to bbm laboratory in (B)(6). The history files were read out, and analyzed. During the investigation of the device history the reported infusion therapy could be found. Furthermore, it was possible to detected that an infusion line type "space line" was selected. A vtbi of 100 ml and a flow rate of 115 ml/h were set. The pump calculated the infusion time to 53 minutes. The infusion started at 02:42 am. 33 seconds after start the infusion was interrupted by an air bubble alarm. The infusion was started again without any purge/prime the infusion line. The infusion has been stopped and started several times. At 04:00am the infusion setting was changes to a the rate of 98ml/h and the vtbi to 473,8ml. After enter the new setting the infusion has been started again. It was possible to detect that two vtbi were finished and on 02:21pm a new vtbi of 150 ml and a new flow rate of 81 ml/h were set. The new infusion was started at 03:23pm. An upstream alarm occurred at 03:49pm. The alarm was confirmed by user and the infusion was started again. Immediately the upstream alarm occurred again. The infusion setting was changed and the infusion was re-started, but the upstream alarm occurred again. During the investigation of the device history, only the alarms (air bubble and upstream alarms) could be found. No flow deviation could be identified. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available, and undamaged. A liquid damage of the p2 connector could be found. Damages of the housing parts could not be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted, and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,94 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off, and the pressure limitation were checked. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was dis-assembled, and the inside of the device was investigated. It could be found a lot of residues of liquid. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under-infusion". Customer information: aqueous bag completely empty at end of infusion. No volume left in burette, only in fluid giving set. Problem with volume in pn bag or IV fluid pump.